Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), while outside the patient, and while introduction, a 12 x 3.50 promus premier select stent broke in the middle. It was noted that the issue was not present upon opening the package. It was also noted that the portion of the device was outside the body at the time of the fracture. The device was removed intact from the patient. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that the shaft broke inside the patient, but it was still attached to the catheter.

Manufacturer narrative:
Device evaluated by MFR: a 12 x 3.50mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), while outside the patient, and while introduction, a 12 x 3.50 promus premier select stent broke in the middle. It was noted that the issue was not present upon opening the package. It was also noted that the portion of the device was outside the body at the time of the fracture. The device was removed intact from the patient. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. It was further reported that the shaft broke inside the patient, but it was still attached to the catheter.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), while outside the patient, and while introduction, a 12 x 3.50 promus premier select stent broke in the middle. It was noted that the issue was not present upon opening the package. It was also noted that the portion of the device was outside the body at the time of the fracture. The device was removed intact from the patient. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.